Event description:
Follow up information obtained identified the migrated lead was removed and a new lead was successfully implanted. Effective stimulation therapy was achieved postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was not feeling the tingling/paresthesia from the drg system. X-ray imaging confirmed the lead had migrated. Surgical intervention may be taken to address the issue.